Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. Additional information was requested and the following was obtained: where in the green gap setting scale was the indicator located prior to firing? In the indicated place. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? Yes. If so, please describe. Was a complete washer transection confirmed? Yes. Were any malformed or unformed staples seen on the staple line? Yes, malformed staples have been identified. Were any staples missing from the staple line (incomplete staple line)? No. Was there any change in the post-operative care of the patient due to the event? No. Photo evaluation summary: upon visual inspection of two photos, the following was observed: the first photo shows a tissue and two that appears to be clips. The second photo shows a needle/suture combination support for a surgical instrument and two that appears to be clips in the tissue. Also, slightly bleeding could be observed. Based on the photos reviewed, the event of leak controllable describe is confirmed, however no conclusion or root cause could be determined. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an endometriosis procedure, stapling for anastomosis was performed, and in the rubber test it was diagnosed that the stapling did not occur correctly because it leaked the liquid. They had to redo the suture with prolene suture.